Manufacturer narrative:
(B)(4). Incomplete/interrupted firing cycle. The ec45al device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired 1/3 indicating that the firing cycle was interrupted. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device opened and closed as intended.

Event description:
The sales rep reports that during a cystectomy procedure, when firing down the lateral bladder pedicle, the device would not open. No other details of the event are known. It was not reported how the procedure was completed. No patient impact reported. On what tissue type was the device used? At what location on the tissue? Bladder pedicle. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. During which stroke did the event occur? Unk. What color cartridge was being used? Unk. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Unk.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.